Event description:
Patient reported left side "anteroposterior rotation of the implant; presence of peri-implant fluid" and left breast nodule puncture at 2h: rare typical fibroblasts left breast nodule puncture at 4h: rare typical ductal cells". In addition, patient representative reported "patient experienced anguish, despair, worry and psychological shock due to the high carcinogenic power of the implanted prostheses." The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photo evaluation: visual analysis of the photographs identified: malposition of device: unable to confirm as it is a medical event not related to the device. Seroma: unable to confirm as it is a medical event not related to the device. Observed two devices with red particles in the surface of the shell, both devices don't has labeled it is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "prosthesis reversed." The recall was mentioned. Patient wants the replacement of implants.

Event description:
Patient reported that per MRI 2 nodules were noted and the prosthesis reversed. Additionally healthcare professional reported "anteroposterior rotation of the implant and peri-implant fluid a year ago."